Event description:
The following has been reported: nurse reported: per nursing report, the flow dial on the cassette was leaking upon priming normal saline. A new tubing set was obtained a preliminary review identified the following issue: administration set leak (external part) unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. During the microscopic evaluation liquid drops were coming out of the ivenix unit from the resistor knob. The kit could not be installed on ivenix infusion system machine (sn (B)(6)/ software version 5.10.0.177) and ran the primary and secondary bolus prime due to the mentioned defect. An underwater leak test was performed, and a leak was detected, bubbles were observed coming from the flow dial area. During the autopsy of the resistor knob the seal was found positioned inverted on the pump side. The probable root cause could be related to improper placement of the seal (wafer side up). Also, the adjustment method used in the primary lube was incorrect and lacked standardization following the mgs implementation, which led to insufficient detection sensitivity for improperly positioned seals due to the reduced translucency of the new cassettes. An internal investigation was opened to address this issue. The current process controls detection includes 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections, 4) primary lube machine detects the correct position of the seal at the knob.